Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was completed. Internal visual inspection revealed the door ground wire lug was not connected to the device¿s door ground. A homechoice return instrument test/evaluation (rite) functional testing had no issues or errors and all tests passed. Rite electrical testing failed the ground bond test. During evaluation, it was determined that cause of the ground bond test failure was due to the door ground wire not being attached to the ground post. The door ground wire lug was reworked to resolve the issue. The device did not meet product specification related to the rite failure. The assignable cause was determined to be a potential workmanship issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed the ground bond test. Device failed during evaluation. There was no patient involved.